Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
Clinical investigation: upon review of the information provided in the intake of this file, it was found the patient¿s name, patient¿s contact information and specific date(s) this event(s) occurred were not provided. Therefore, no further due diligence is feasible and no additional follow up shall be conducted. Therefore, with the limited information available, a clinical investigation cannot be completed. Plant investigation: the sample was not returned to the manufacturer and the serial number and catalog number were not provided. There was no patient information provided that could be utilized to perform searched a manufacturing review could not be performed as a customer account was not acquired to perform a search for devices registered to an account. Due to the limited information available, only trending was performed through risk management review. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.